Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5086mri45 lead implanted: 2014-(B)(6). (B)(4).

Event description:
It was reported that one day post implant the patient went to the ER (emergency room) because they felt their heart rate drop to about thirty beats per minute. A chest x-ray showed that the right ventricular (rv) lead had dislodged. It was noted that the patient had symptomatic bradycardia for symptoms. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.